Event description:
The service repair technician reported that during routine testing of the device at the mfg engineering center, there was a communication error with the unit. The light emitting diode (led) was continuously cycle through the colors on the pressure module. There was no pt involvement.